Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received four inappropriate shocks when moving on the bed due to oversensing. It was observed that the device recorded low amplitude r-waves, which led to oversensing of signals. Technical services (ts) reviewed the device data and discussed troubleshooting options. The s-ICD system remains in service. No additional adverse patient effects were reported.